Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not inflate. There was no patient harm associated with this event.